Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The company service representative examined the system. No problems were found. The root cause could not be determined conclusively. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Event description:
An optometrist reported a patient with resolving stage two diffuse lamellar keratitis (dlk) in the right eye six days post lasik. Combination topical steroid and antibiotic dosage was increased to every two hours. A corticosteroid drop was added to use four times daily. The patient did not show for her scheduled post-operative visit and will be followed. Additional information has been requested.